Event description:
Per rn: drawing blood from tlc and when I disconnected saf-t holder device from the micro clave I noted blood running out of the micro clave. The male part of the luer adapter and broken off in the micro clave, leaving it in the open position. This facility has had several reports of problems with this device. Product has been returned to the manufacturer. The cause of the problem is unknown.